Event description:
Additional information received revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
Corrected data: a4 - patient weight (correct weight has been obtained and provided).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has been deemed to have reached end of life. As a result, the patient plans to undergo surgical intervention on a later date.